Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-75303 please see medwatch report # 3004209178-2015-75304.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 229 mg/dl. The customer was unable to complete the rewind sequence. The customer stated that insulin may have leaked from the reservoir to the reservoir compartment. The customer did not observe any other significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. Moisture damage was also noted to the liquid crystal display board. A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.